Event description:
On (B)(6) 2010, the patient was implanted with an scs trial system. The trial implantation occurred with no problems and the patient had good stimulation. On the 3rd day post-surgery, the patient lost movement in his legs and had low back, stomach and abdominal pain over a 3 hour period. He went to the ER where the physician met him. X-rays were taken and the leads appeared to be very close to their original placement. The patient had previously had four spine surgeries, including a fusion, and had previous hardware present before the scs implant. The patient was sent to a neurosurgeon who performed a laminectomy after explanting the trial leads. After the surgery, the patient's wife told the representative that some of the movement had returned to the patient's legs. An MRI was taken prior to the laminectomy as the neurosurgeon suspected that the patient had an epidural hematoma but needed an MRI to confirm. The results of the MRI are not known at this time.

Manufacturer narrative:
Method: a visual inspection and functional testing were performed. The device history and sterilization records were also reviewed. Results: a visual inspection revealed two complete leads but the leads segments had adhesive residue attached to them. Both leads passed continuity testing and resistance testing. Stress testing did not reveal any failures either. The device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the complaint could not be confirmed; the leads passed all functional tests. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.